Event description:
It was reported that the right ventricular lead had a rise in threshold over time. The patient also presented with pectoral stimulation due to a polarity change from bipolar to unipolar pacing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.